Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted through ansm in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges headache and itching on the eyes. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to a third party service center. During the evaluation of the device at the third party service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, foam particles were not visible.